Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 15-jan-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 with lot number c68801. The patient received pre-operatively 400 mg ibuprofen in combination with 1 gram paracetamol. The introduction of hysteroscopy occurred without problems and no abnormalities were seen. The placement of essure in the right side was easy and uncomplicated, with 3 windings visible. The placement of essure in the left side: a slight spasm during instruction occurred, after waiting without pressure pushed up essure until black stripe. Golden ring was brought in place. Uncoupled by pushing button, heard a click, but no uncoupling, while twisting back the wheel the outer coil of essure device stayed attached to introducer which caused it to stretch out. Eventually, the spring detached by manipulation, using the wheel and repeatedly pressing the button. More than 8 coils were visible and appeared to be undetached from the rod in the center of the device. During echo the device appeared correctly in situ. But physician was in doubt whether this will give sufficient tissue reaction. Patient was using oral contraception and hsg (hysterosalpingogram) test will follow 21 april. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. At the end of the procedure, the device in the left side appeared to be undetached from the rod in the center of the device. This event, regarded as a possible device breakage, is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, a fallopian tube spasm occurred during essure procedure and the outer coil of essure device stayed attached to introducer which caused it to stretch out; after manipulation it detached but the device appeared undetached from the rod. The reported fallopian tube spasm may have been a contributory role in the insertion difficulties and possible device breakage. Since these events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
Follow-up received on 15-apr-2016 (case no longer considered other reportable incident: event previously coded as device breakage was coded to deployment issue): quality-safety evaluation: global ptc report is (B)(4). Lot number: c68801; production date: 01-jul-2014; expiration date: 31-jul-2017. According to the complaint narrative, the physician noticed a tubal spasm event which likely contributed to the detachment difficulty event reported. Also, according to the narrative, it seems the implant was eventually detached successfully from the delivery catheter. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements we were unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Follow-up information received on 22-apr-2016 from gynecologist: on (B)(6) 2016, hsg (hysterosalpingogram) was performed. Report from radiologist: blank photo. Then injection of contrast fluid. Balloon in cavum uteri. The tubae are occluded. Both coils are nicely positioned and the wing sign was positive: both coils move along nicely. Luckily for the patient the sterilization was successful. Patient was content and does not have any complaints. Patient would stop with additional oral contraception. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. At the end of the procedure, the device in the left side appeared to be undetached from the rod in the center of the device. This event was initially regarded as a possible device breakage (unlisted). However, the product technical complaint (ptc) analysis was performed and concluded there was no device breakage for this case; this case refers to a detachment difficulty event (non-serious, listed in the reference safety information for essure) in this particular case, the reported fallopian tube spasm may have been a contributory role in the insertion difficulties and possible detachment difficulty event. Since these events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was initially regarded as other reportable incident due to a possible device breakage. However, since the product technical analysis concluded there is no breakage, the case was no longer regarded as other reportable incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information has been requested.

Manufacturer narrative:
(B)(4).